Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the essure device"), genital haemorrhage ("abnormal bleeding") and post procedural pulmonary embolism ("post-operative pulmonary embolism") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure coil was stretched and poking her fallopian tube but had not perforated it". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), post procedural pulmonary embolism (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("prolonged severe menstrual pain"), abdominal distension ("severe bloating"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), back pain ("severe back pain"), alopecia ("hair loss") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, post procedural pulmonary embolism, pelvic pain, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, back pain, alopecia and procedural pain was resolving. The reporter considered abdominal distension, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, post procedural pulmonary embolism and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully occluded ultrasound scan - on (B)(6) 2016: malposition of the essure device. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of the essure device: left coil stretched and almost perforating tube / poking her fallopian tube but had not perforated it"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), post procedural pulmonary embolism ("post-operative pulmonary embolism") and endometritis ("chronic endometritis") in a 28-year-old female patient who had essure (batch no. 774300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure coil was stretched". The patient's concurrent conditions included obesity, perineal pain, diarrhea, constipation, hematuria, premenopause, pain in hip, anxiety, abdominal pain lower, jaw fracture, concussion with no loss of consciousness, contact dermatitis, eczema, generalized anxiety disorder, hydronephrosis, low back pain, partial nephrectomy and urinary tract infection. Concomitant products included ergocalciferol, fluoxetine hydrochloride (prozac), lidocaine, medroxyprogesterone acetate, meloxicam, phentermine, topiramate and tranexamic acid. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("prolonged severe menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced urticaria ("rashes or skin conditions type: hives all over the body"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced weight fluctuation ("weight gain / loss"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), post procedural pulmonary embolism (seriousness criterion medically significant), abdominal distension ("severe bloating"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), genito-pelvic pain/penetration disorder ("vaginal cramp"), discomfort ("uncomfortable"), nervousness ("nervous"), vulvovaginal pruritus ("the back of my vagine starting itchy a little"), chest pain ("weird stabbing pain in my chest"), dermatitis contact ("contact dermatitis"), contusion ("bruises"), arthralgia ("hip pain"), abdominal pain upper ("stomach hurt"), dizziness ("dizzy"), endometritis (seriousness criterion medically significant), uterine inflammation ("inflammatory of the uterus"), burning sensation ("burn in hand") and dyschezia ("I get a stabbing pain that goes away immediately after pooping."). The patient was treated with ibuprofen, surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, post procedural pulmonary embolism, back pain and alopecia was resolving, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, procedural pain, vaginal haemorrhage and dyschezia had resolved and the uterine haemorrhage, allergy to metals, nausea, migraine, headache, urticaria, irritable bowel syndrome, weight fluctuation, genito-pelvic pain/penetration disorder, discomfort, nervousness, vulvovaginal pruritus, chest pain, dermatitis contact, contusion, arthralgia, abdominal pain upper, dizziness, endometritis, uterine inflammation and burning sensation outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, burning sensation, chest pain, contusion, dermatitis contact, discomfort, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervousness, pelvic pain, post procedural pulmonary embolism, procedural pain, urticaria, uterine haemorrhage, uterine inflammation, vaginal haemorrhage, vulvovaginal pruritus and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully occluded. Ultrasound scan - on (B)(6) 2016: malposition of the essure device. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, abdominal distension, nausea, alopecia, menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, abdominal pain, vaginal cramp, uncomfortable, nervous, the back of my vagine starting itchy a little, weird stabbing pain in my chest, bruise, hip pain, stomach hurt, dizzy,I get a stabbing pain that goes away immediately after pooping, chronic endometritis, inflammatory of the uterus, burn in hand most recent follow-up information incorporated above includes: on 7-jun-2018: social media case - new events "vaginal cramp, uncomfortable, nervous, the back of my vagina starting itchy a little, weird stabbing pain in my chest, bruise, hip pain, stomach hurt, dizzy, I get a stabbing pain that goes away immediately after pooping,chronic endometritis, inflammatory of the uterus, burn in hand" were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of the essure device: left coil stretched and almost perforating tube / poking her fallopian tube but had not perforated it"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), post procedural pulmonary embolism ("post-operative pulmonary embolism") and endometritis ("chronic endometritis") in a 28-year-old female patient who had essure (batch no. 774300 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure coil was stretched". The patient's concurrent conditions included obesity, perineal pain, diarrhea, constipation, hematuria, premenopause, pain in hip, anxiety, abdominal pain lower, jaw fracture, concussion with no loss of consciousness, contact dermatitis, eczema, generalized anxiety disorder, hydronephrosis, low back pain, partial nephrectomy and urinary tract infection. Concomitant products included ergocalciferol, fluoxetine hydrochloride (prozac), lidocaine, medroxyprogesterone acetate, meloxicam, phentermine, topiramate and tranexamic acid. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("prolonged severe menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced urticaria ("rashes or skin conditions type: hives all over the body"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced weight fluctuation ("weight gain / loss"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), post procedural pulmonary embolism (seriousness criterion medically significant), abdominal distension ("severe bloating"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), genito-pelvic pain/penetration disorder ("vaginal cramp"), discomfort ("uncomfortable"), nervousness ("nervous"), vulvovaginal pruritus ("the back of my vagine starting itchy a little"), chest pain ("weird stabbing pain in my chest"), dermatitis contact ("contact dermatitis"), contusion ("bruises"), arthralgia ("hip pain"), abdominal pain upper ("stomach hurt"), dizziness ("dizzy"), endometritis (seriousness criterion medically significant), uterine inflammation ("inflammatory of the uterus"), burning sensation ("burn in hand") and dyschezia ("I get a stabbing pain that goes away immediately after pooping."). The patient was treated with ibuprofen, surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, post procedural pulmonary embolism, back pain and alopecia was resolving, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, procedural pain, vaginal haemorrhage and dyschezia had resolved and the uterine haemorrhage, allergy to metals, nausea, migraine, headache, urticaria, irritable bowel syndrome, weight fluctuation, genito-pelvic pain/penetration disorder, discomfort, nervousness, vulvovaginal pruritus, chest pain, dermatitis contact, contusion, arthralgia, abdominal pain upper, dizziness, endometritis, uterine inflammation and burning sensation outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, burning sensation, chest pain, contusion, dermatitis contact, discomfort, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervousness, pelvic pain, post procedural pulmonary embolism, procedural pain, urticaria, uterine haemorrhage, uterine inflammation, vaginal haemorrhage, vulvovaginal pruritus and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully occluded. Ultrasound scan - on (B)(6) 2016: malposition of the essure device. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, abdominal distension, nausea, alopecia, menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, abdominal pain, vaginal cramp, uncomfortable, nervous, the back of my vagine starting itchy a little, weird stabbing pain in my chest, bruise, hip pain, stomach hurt, dizzy,I get a stabbing pain that goes away immediately after pooping, chronic endometritis, inflammatory of the uterus, burn in hand most recent follow-up information incorporated above includes: on 19-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of the essure device: left coil stretched and almost perforating tube / poking her fallopian tube but had not perforated it"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), post procedural pulmonary embolism ("post-operative pulmonary embolism") and endometritis ("chronic endometritis") in a 28-year-old female patient who had essure (batch no. 774300 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure coil was stretched". The patient's concurrent conditions included obesity, perineal pain, diarrhea, constipation, hematuria, premenopause, pain in hip, anxiety, abdominal pain lower, jaw fracture, concussion with no loss of consciousness, contact dermatitis, eczema, generalized anxiety disorder, hydronephrosis, low back pain, partial nephrectomy and urinary tract infection. Concomitant products included ergocalciferol, fluoxetine hydrochloride (prozac), lidocaine, medroxyprogesterone acetate, meloxicam, phentermine, topiramate and tranexamic acid. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("prolonged severe menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced urticaria ("rashes or skin conditions type: hives all over the body"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced weight fluctuation ("weight gain / loss"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), post procedural pulmonary embolism (seriousness criterion medically significant), abdominal distension ("severe bloating"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), genito-pelvic pain/penetration disorder ("vaginal cramp"), discomfort ("uncomfortable"), nervousness ("nervous"), vulvovaginal pruritus ("the back of my vagina starting itchy a little"), chest pain ("weird stabbing pain in my chest"), dermatitis contact ("contact dermatitis"), contusion ("bruises"), arthralgia ("hip pain"), abdominal pain upper ("stomach hurt"), dizziness ("dizzy"), endometritis (seriousness criterion medically significant), uterine inflammation ("inflammatory of the uterus"), burning sensation ("burn in hand") and dyschezia ("I get a stabbing pain that goes away immediately after pooping."). The patient was treated with ibuprofen, surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, post procedural pulmonary embolism, back pain and alopecia was resolving, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, procedural pain, vaginal haemorrhage and dyschezia had resolved and the uterine haemorrhage, allergy to metals, nausea, migraine, headache, urticaria, irritable bowel syndrome, weight fluctuation, genito-pelvic pain/penetration disorder, discomfort, nervousness, vulvovaginal pruritus, chest pain, dermatitis contact, contusion, arthralgia, abdominal pain upper, dizziness, endometritis, uterine inflammation and burning sensation outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, burning sensation, chest pain, contusion, dermatitis contact, discomfort, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervousness, pelvic pain, post procedural pulmonary embolism, procedural pain, urticaria, uterine haemorrhage, uterine inflammation, vaginal haemorrhage, vulvovaginal pruritus and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully occluded. Ultrasound scan - on (B)(6) 2016: malposition of the essure device. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, abdominal distension, nausea, alopecia, menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, abdominal pain, vaginal cramp, uncomfortable, nervous, the back of my vagine starting itchy a little, weird stabbing pain in my chest, bruise, hip pain, stomach hurt, dizzy,I get a stabbing pain that goes away immediately after pooping, chronic endometritis, inflammatory of the uterus, burn in hand . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the essure device: left coil stretched and almost perforating tube / poking her fallopian tube but had not perforated it"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and post procedural pulmonary embolism ("post-operative pulmonary embolism") in a 28-year-old female patient who had essure (batch no. 774300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure coil was stretched." The patient's concurrent conditions included obesity, perineal pain, diarrhea, constipation, hematuria, premenopause, pain in hip, anxiety and abdominal pain lower. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("prolonged severe menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In july 2011, the patient experienced urticaria ("rashes or skin conditions type: hives all over the body"). In august 2011, the patient experienced migraine ("migraines"), headache ("headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced weight fluctuation ("weight gain / loss"). In july 2014, the patient experienced alopecia ("hair loss"). In december 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), post procedural pulmonary embolism (seriousness criterion medically significant), abdominal distension ("severe bloating"), back pain ("severe back pain") and procedural pain ("painful post-operative recovery"). The patient was treated with ibuprofen, surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, post procedural pulmonary embolism, back pain and alopecia was resolving, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, procedural pain and vaginal haemorrhage had resolved and the uterine haemorrhage, allergy to metals, nausea, migraine, headache, urticaria, irritable bowel syndrome and weight fluctuation outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, post procedural pulmonary embolism, procedural pain, urticaria, uterine haemorrhage, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully occluded ultrasound scan - on (B)(6) 2016: malposition of the essure device. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, abdominal distension, nausea, alopecia, menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication, onset date updated, lot no, treatment medications, concomitant disease, new events: vaginal haemorrhage, menorrhagia, allergy to metals, nausea, migraine, headache, urticaria, irritable bowel syndrome , weight fluctuation added. Previously reported ¿malposition of the essure device was specified as ¿left coil stretched and almost perforating tube¿. Outcome for the events pelvic pain, genital haemorrhage , dyspareunia, fatigue, dysmenorrhoea, abdominal distension, procedural pain, vaginal haemorrhage, menorrhagia added as recovered / resolved. On (B)(6) 2018: mr received: new reporters, concomitant disease and new event uterine haemorrhage added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of the essure device: left coil stretched and almost perforating tube / poking her fallopian tube but had not perforated it'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and endometritis ('chronic endometritis') in a 28-year-old female patient who had essure (batch no. 774300 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure coil was stretched". The patient's medical history included tonsillectomy. Previously administered products included for an unreported indication: benzoyl peroxide, ergocalciferol, solifenacin succinate, lidocaine, mirena and bupropion hcl. Concurrent conditions included obesity, perineal pain, diarrhea, constipation, hematuria, premenopause, pain in hip, anxiety, abdominal pain lower, jaw fracture, concussion with no loss of consciousness, contact dermatitis, eczema, generalized anxiety disorder, hydronephrosis, low back pain, partial nephrectomy, urinary tract infection, foreign body in uterus, any part, acne, flank pain, vitamin d deficiency, hydronephrosis, allergic rhinitis, angle of jaw closed fracture, nevus, premenopause, bloating, constipation, diarrhea, hematuria, menstrual cramps, breast tenderness, eczema and dermatitis. Concomitant products included ergocalciferol, fluoxetine hydrochloride (prozac), lidocaine, medroxyprogesterone acetate, meloxicam, phentermine, topiramate and tranexamic acid. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain, pain"), dysmenorrhoea ("prolonged severe menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced urticaria ("rashes or skin conditions type: hives all over the body"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced weight fluctuation ("weight gain / loss"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), post procedural pulmonary embolism ("post-operative pulmonary embolism"), abdominal distension ("severe bloating"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), genito-pelvic pain/penetration disorder ("vaginal cramp"), discomfort ("uncomfortable"), nervousness ("nervous"), vulvovaginal pruritus ("the back of my vagine starting itchy a little"), chest pain ("weird stabbing pain in my chest"), dermatitis contact ("contact dermatitis"), contusion ("bruises"), arthralgia ("hip pain"), abdominal pain upper ("stomach hurt"), dizziness ("dizzy"), endometritis (seriousness criterion medically significant), uterine inflammation ("inflammatory of the uterus"), burning sensation ("burn in hand"), dyschezia ("I get a stabbing pain that goes away immediately after pooping.") And arthritis ("arthritis"). The patient was treated with ibuprofen and surgery (ablation and total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, post procedural pulmonary embolism, back pain and alopecia was resolving, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal distension, dyspareunia, fatigue, procedural pain, vaginal haemorrhage and dyschezia had resolved and the uterine haemorrhage, allergy to metals, nausea, migraine, headache, urticaria, irritable bowel syndrome, weight fluctuation, genito-pelvic pain/penetration disorder, discomfort, nervousness, vulvovaginal pruritus, chest pain, dermatitis contact, contusion, arthralgia, abdominal pain upper, dizziness, endometritis, uterine inflammation, burning sensation and arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, arthritis, back pain, burning sensation, chest pain, contusion, dermatitis contact, discomfort, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, genital haemorrhage, genito-pelvic pain/penetration disorder, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervousness, pelvic pain, post procedural pulmonary embolism, procedural pain, urticaria, uterine haemorrhage, uterine inflammation, vaginal haemorrhage, vulvovaginal pruritus and weight fluctuation to be related to essure. The reporter commented: essure coil deployed,5 complete, 2 coil on right , 1coil at left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: fallopian tubes were fully occluded. Ultrasound scan - on (B)(6) 2016: results: malposition of the essure device.. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain, abdominal distension, nausea, alopecia, menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, abdominal pain, vaginal cramp, uncomfortable, nervous, the back of my vagine starting itchy a little, weird stabbing pain in my chest, bruise, hip pain, stomach hurt, dizzy,I get a stabbing pain that goes away immediately after pooping, chronic endometritis, inflammatory of the uterus, burn in hand, anxiety, hip pain, back pain, urinary tract infection, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added- arthritis. Reporter added. Event genital hemorrhage was updated from serious incident to non serious incident, significant criteria removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.